Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\passing of heavy clotts"), enterocele repair ("enterocele repair"), bipolar disorder ("severe depression- diagnosis-bipolar disorder"), urinary bladder suspension ("vaginal suspension") and colonoscopy ("coloscopy") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2016, menarche (15 year old), colposcopy, hyperlipidemia, arthritis, depression, appendectomy, ovarian cyst, cesarean section, leiomyoma and uterine bleeding. Never a smoker. Previously administered products included for prevent pregnancy: depo provera from (B)(6)2011 to (B)(6)2011 and ortho evra from 2005 to (B)(6)2011; for an unreported indication: zyprexa, lisinopril, codeine, penicillin, lisinopril, azithromycin and erythromycin. Past adverse reactions to the above products included angioedema with lisinopril; and hypersensitivity with azithromycin, codeine, lisinopril, penicillin, zyprexa and erythromycin. Concurrent conditions included overweight, attention deficit disorder since 2012, bipolar disorder and depression since 2012. Concomitant products included bupropion hydrochloride (wellbutrin) since 2011, dexmethylphenidate hydrochloride since 2016, linaclotide (linzess) since 2016, lisdexamfetamine mesilate (vyvanse) from 2012 to 2015, lisinopril since 2016, naproxen, olanzapine (zyprexa) since 2005, olanzapine from 2015 to 2016, omeprazole since 2011, ondansetron (zofran) from 2009 to 2012, trazodone from 2015 to 2018 and valproate semisodium (divalproex) since 2015. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and rash ("rash on stomach area of body") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), polyp ("polyps"), haemorrhoids ("hemorrhoids"), abdominal pain ("pain: abdomen") and breast pain ("pain: breast"). In (B)(6)2011, the patient experienced tremor ("shaking") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vision blurred ("vision/eye problems type: blurry vision") and metrorrhagia ("bleeding between periods"). In (B)(6)2012, the patient experienced arthritis ("arthritis"). In (B)(6)2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection/yeast/bacterial infections") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type:bacterial infection/yeast/bacterial infections"). In (B)(6)2015, the patient experienced uterine enlargement ("enlarged uterus"). In (B)(6)2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6)2016, the patient experienced hypertension ("blood or heart disorder/condition type:htn"). On (B)(6)2017, the patient underwent enterocele repair (seriousness criterion medically significant) and urinary bladder suspension (seriousness criterion medically significant), 6 years 7 months after insertion of essure. In (B)(6)2018, the patient experienced hot flush ("hormonal changes describe: post-hysterectomy-hot flashes"), mood swings ("hormonal changes describe: post-hysterectomy-mood swings"), headache ("hormonal changes-post-hysterectomyheadaches") and migraine ("migraines post-hysterectomy"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), urticaria ("hives"), abdominal distension ("bloating"), gastrooesophageal reflux disease ("acid reflux"), scar ("complications from your essure removal procedure: lot of build up"), adhesion ("complications from your essure removal procedure: fusing of my organs"), marital problem ("bleeding led to marital strain") and lethargy ("lethargy") and was found to have colonoscopy (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation, hysterectomy with bilateral salpingectomy essure coils removal and placement of blake drain, coloscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, enterocele repair, bipolar disorder, urinary bladder suspension, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial vulvovaginitis, arthritis, headache, migraine, uterine enlargement, hypertension, nausea, tooth disorder, tremor, vaginal discharge, fatigue, weight increased, constipation, dysmenorrhoea, dyspareunia, abdominal distension, gastrooesophageal reflux disease, alopecia, polyp, haemorrhoids, rash, metrorrhagia, marital problem, lethargy and colonoscopy outcome was unknown, the pelvic pain, urticaria, abdominal pain, breast pain, scar and adhesion was resolving and the genital haemorrhage and vision blurred had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, arthritis, bacterial vulvovaginitis, bipolar disorder, breast pain, colonoscopy, constipation, dysmenorrhoea, dyspareunia, enterocele repair, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, hot flush, hypertension, lethargy, marital problem, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, polyp, rash, scar, tooth disorder, tremor, urinary bladder suspension, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: -current weight 165 lbs. -abnormal bleeding (vaginal, menorrhagia): heavy clots wearing depends- soiling clothing at work - bleeding between periods. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Biopsy endometrium - on (B)(6)2017: endometrial biopsy was performed, benign secretory-type endometrium with focal features suggesting exogenous hormone effect. No evidence of endometritis markedly disordered proliferative endometrium with tubal metaplasia. No adenomatous hyperplasia or malignancy identifies: colon polyps hemorrhoids; pelvic inflammatory disease.. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Smear cervix - on an unknown date: human papilloma virus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain , menorrhagia, dysmenorrhea, depression, hemorrhoids, polyp, bipolar disorder, dyspareunia, vaginal discharge, constipation." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. This case concerns 32 year old patient. This case is medically confirmed. Her demographic was added. Lab data was added. Her historical medication and condition was added. Per medical record: event: pelvic inflammatory disease was added. Follow up 2 and 3 processed together. On (B)(6)2019: reporter information was added. Her demographic was updated. Her historical medication and concurrent conditions were added. Lab data was added. Essure insertion date updated. Essure indication was amended. Per plaintiff fact sheet following events: heavy bleeding , hot flashes, mood swings, abnormal bleeding (vaginal, menorrhagia), yeast/bacterial infections, bipolar, arthritis, hives, migraines/headaches, enlarged uterus, htn (hypertension), nausea, dental problems, shaking, dysmenorrhea (cramping), vaginal suspension, enterocele repair, dyspareunia (painful sexual intercourse), pain: abdomen, pain: breast , vaginal discharge, blurry vision, fatigue, weight gain, polyps, hemorrhoids, constipation, bloating, nausea, acid reflux, hair loss, complications from your essure removal procedure: lot of scar tissue build up and fusing of my organs , rash on stomach area of body, lethargy, marital problem, lethargy, colonoscopy were added. She had recovered form following events: heavy bleeding and vision and recovering from events: hives and pain (breast/abdomen/pelvic). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.